Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support reporting an insulin occlusion while in the process of changing supplies and stated they were unable to attach the connector to the device. The patient attempted to use another connector during the call, but the issue persisted. The patient was asked to provide a video for further review; however, communication was lost during the call, and follow-up attempts were unsuccessful due to no answer and a full voicemail. Blood glucose was reported to be affected during this time. The patient later called back and explained that a family emergency had occurred. Support assisted the patient in using a connector from a different box, which was successfully attached. Insulin delivery was confirmed to have resumed. Replacement connectors and an additional box of contact detach steel infusion sets were arranged to be sent, as supplies had been wasted during troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.